Manufacturer narrative:
Additional information received that the patient was revised due to recurring incontinence. The cuff was downsized. The patient outcome was reported to be functioning correctly at the time of the surgery.

Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter (aus) cuff due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter (aus) cuff due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.